Manufacturer narrative:
A partial lead with the distal 48.0cm was returned for analysis. Internal insulation abrasion was found at 15.1- 15.9cm form the distal end. The etfe coating was intact at the same location.

Event description:
It was reported that during a follow up, low shock impedance was observed. During dft testing, induced vf could not be terminated. The patient had to be reverted by external shock. After explant procedure, a kink was noted at proximal end of the distal shock coil. The lead was replaced. The patient condition was good; there were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.